Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 1/4 of their automated peritoneal dialysis therapy. Per initial report, the hp disconnected the transfer set from the patient line of the homechoice set during dwell 1/4 and did not reconnect in time for the following drain cycle. The homechoice machine advanced into drain cycle. The homechoice machine advanced into drain and elicited a system error 2240 alarm. The hp then reconnected to the setup and attempted to clear the alarm. Baxter's tsc assisted the hp in ending therapy early. No patient injury was indicated at the time of the initial report.